Event description:
Reported that the pump continued to run after it was shut off. A patient on a ventilator was ordered a propofol drip. A 2mg bolus was given and pump programmed for 5ml/hr. Patient's blood pressure dropped to 67 systolic requiring IV metaraminol 1mg and a 100 mg albumin bolus. It was noted that once the propofol had been stopped the infusion continued. Patients blood pressure returned to normal after treatment. Device was received in fair condition with instrument seal missing. Testing and inspection of pump found improper assembly of the mechanism on channel a. Close inspection of the interior found that two of the four mechanism mounting screws were missing and a third screw was loose. This condition prevented the mechanism from pinching off the disposable set properly and controlling the flow. Screws were not found rattling around inside the device indicating they were not installed the last time the mechanism was worked on. Since the year 2000 there is no history the device was serviced by cardinal health. Communication will be made to the affiliate to ensure the end user's understanding of proper maintenance procedures.

Manufacturer narrative:
Patient information requested and all available information is included.